Manufacturer narrative:
On 1/13/2017, we have requested the device be returned to the manufacturer. To date we have not received the device. On (B)(6) 2017, added the upc code to the supplemental emdr. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, the consumer claims that the product had caught on fire while in use. The consumer was sitting while in use for her back. The consumer claims that her daughter received a burn on her wrist. Also, the product burnt a hole in the consumers clothes.

Manufacturer narrative:
On 01/13/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer claims that the product had caught on fire while in use. The consumer was sitting while in use for her back. The consumer claims that her daughter received a burn on her wrist. Also, the product burnt a hole in the consumers clothes.